Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response button covers were missing. The cause for the failure was isolated to the missing covers making the response buttons difficult to activate. The root cause for the missing covers was excessive force. No adverse event resulted from the damaged monitor.